Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The damaged door was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a damaged door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.